Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system. It was alleged the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury," and "has undergone medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.